Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer failed to start up. The programmer did not start up with the power supply plugged in and is not working in battery mode. It was also determined at analysis that the blue power light emitting diode (led), did not work. The left and right rubber pads near the on, off button and the e-strip button were missing but considered as acceptable. The software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer failed to start up. The programmer returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.